Manufacturer narrative:
H6- clinical code. 4581: significant reduction of iridocorneal angle claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with significant reduction of iridocorneal angles. In a separate visit the lens was exchanged for a shorter length lens. The replacement lens resolved the problem. Cause reported as unknown.